Event description:
It was reported that after a diagnostic percutaneous catheterization, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(6), evaluation summary: evaluation of the returned device revealed that the anterior and posterior cuffs remained attached to the link and their respective needle tips. Although it was reported that no suture was present on the needles when the needle plunger was removed, approximately one-inch of the monofilament suture remained attached to the posterior needle tip; the rest of the monofilament suture was not returned. Attempts to clarify the incident from the site have been unsuccessful. Based on the investigation findings, the device preformed according to specifications; therefore, the cause for the reported experience could not be determined. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.